Event description:
On (B)(6) 2011, pt reported the down button on the infusion device has worked intermittently over the past 1-2 months. She sometimes has to press the button several times for the infusion device to respond, and the protective rubber is also coming off all of the buttons. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.